Event description:
Country of complaint: (B)(6). Complaint states: the needle is detached from the thread.

Manufacturer narrative:
Mfg site eval: samples received: 67 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. OEM received 67 closed samples. OEM conducted needle attachment test of 50 samples and all the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/ preventive actions: not applicable.